Event description:
Patient representative reported left side " intense discomfort, hardening and swelling in the breast, as well as fatigue and constant pain that radiated to the arms", "ripples", capsular contracture baker grade iii, "intense panic and anxiety crisis", and "tissue with microcysts, cysts, apocrine metaplasia, and lesion of columnar cells without atypia". Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.